Event description:
It was reported that during an in clinic follow-up visit, the atrial lead exhibited unacceptable threshold and a decrease in sensing. A chest x-ray confirmed the lead dislodged. The lead was successfully repositioned on (B)(6) 2014. The patient was in good condition.